Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error. The ventilator was investigated on site by our field service engineer. According to service report the unit pcb control board was faulty and in need for replacement. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The control pcb (printed circuit board) manages the regulation of inspiratory flow and pressure during both inspiration and expiration in different ventilation modes. It oversees the control of respiratory timing patterns, adjusting frequency and duration settings according to front panel inputs. The pcb also plays a crucial role in generating flow reference signals (insp flow ref 1 and insp flow ref 2) based on the desired total inspiratory flow values set on the front panel. The level relationship between these signals is influenced by the specified oxygen concentration, facilitating the control of the respective gas modules (air and o2) through the pcb.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on received information, the issue was not confirmed during on-site visit. The ventilator is working in good condition. The UDI information is not available since the device was manufactured before 2015. A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model #: previous version or model #: servo-I, corrected version or model #: 6487800. H6 - health effect ¿ impact codes - previous health effect ¿ impact codes: no patient. Involvement///2645, corrected health effect ¿ impact codes: no health consequences or impact///2199.

Event description:
Manufacturer's ref. #: (B)(4).